Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient had blood glucose (bg) reading of 500 mg/dl with nausea, extreme thirst, extreme drowsiness, had difficulty waking up and large level of ketones. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly discontinued pump therapy without any recent adjustment to the pump settings. The reporter alleged that there was an inaccurate delivery issue with the pump. Review of the basal deliveries revealed that the basal history does not match active basal program. Troubleshooting was unable to resolve the reported issue. This complaint is being reported because the patient experienced severe hyperglycemia related to a basal delivery issue of unknown causes.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.